Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Incision site infections [slurry] [postoperative wound infection]. Abdominal pain [slurry] [abdominal pain]. Case description: spontaneous report received on 03/10/2008 from physician regarding female pt, age and initials unknown, who experienced abdominal pain and incision site infections after the application of seprafilm. The patient underwent a laparoscopic left oophorectomy for an unknown indication on an unspecified date. During surgery, one sheet of seprafilm was cut into pieces, water was added and it was placed as a paste in the pelvis (slurry method). Floseal was used at the end of the procedure. Three to four weeks post surgery, the patient presented with abdominal pain. The white blood cell count was reported as normal at that time. The pt developed an infection at both the 5 millimeter and 10 millimeter incision sites. The pt was not explored deeper. She had an incision and drainage of the wounds. The physician reported that saline was used as an irrigant during surgery and that neither powdered nor latex gloves were used. There were no products left behind in the abdomen. Catgut and silk sutures were not used. The physician assessed the relationship between the events and seprafilm as definite.